Event description:
Plaintiff claims that they were trying to deposit the syringe and needle in a nearby sharps container when the patient moved abruptly striking them and causing the contaminated needle to puncture them skin. This incident was alleged to have occurred in 2000. The complaint alleges that the nurse immediately took prophylactic measures to avoid infection and reported the needle stick according to standard practices and was tested for infection and other blood borne diseases.